Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No frozen screen was noted. No battery out limit alarm or bolus stopped alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently. It is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the bolus on the insulin pump stopped and the screen was frozen. Customer stated that the act button on the insulin pump was unresponsive and they were receiving a button error alarm. Customer also mentioned a battery out limit alarm. Customer's blood glucose reading at the time of the call was 289 mg/dl. Nothing further was reported.